Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/06/2016. The fse found that the flowcell waste tubing had become disconnected from the quick disconnect. The fse reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.